Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. No lot # provided. Medical device expiration date: unknown. Device manufacture date: unknown. A sample is not available for evaluation. However, a no sample investigation will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurring during injection when using a bd eclipse¿ needle. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation summary: no samples were received to be able to confirm the product defect found/observed by customer. P/n 309628 is syringe product only with no needle. It is unknown the needle used with the 1ml ll syringe. Lot 7235573, 7086901 and 6267625 are associated lots with this complaint. No quality notifications were created during the production of the 3 lots involved with this complaint. Lot 7235573, 7086901 and 6267625 were inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Product defect not confirmed based on information above. Investigation conclusion: root cause not applicable since product defect was not confirmed.

Manufacturer narrative:
Additional information was received stating corrected cat number and possible lot numbers. Cat number in this supplemental MDR was manufactured in (B)(4) (mfg# (B)(4)). Possible lot numbers involved are as follows: medical device lot #: 7235573, medical device expiration date: 07/31/2022, device manufacture date: 08/23/2017. Medical device lot #: 7086901, medical device expiration date: 03/31/2022, device manufacture date: 03/27/2017. Medical device lot #: 6267625, medical device expiration date: 09/25/2016, device manufacture date: 09/30/2021.